Event description:
It was reported that the nurse had to suction her patient so she silenced the alarm while she disconnected the ventilator. The nurse pressed the manual breath button and held it while the patient was put back on the ventilator. The ventilator breath never came. The patient was placed on her back-up ventilator.